Manufacturer narrative:
Investigation completed on smiths medical cadd legacy pump. Complaint of fails accuracy -15.95% was verified during duplicate testing. Test results were -4.33%, -7.31%, and -5.58%, all outside the internal spec of +/-3.0%, and one outside published customer spec of +/-6.0%. Customer claims -15.95%. Recent repair performed for case damage and closed 21-oct-19. The event log did not reveal issue, actual testing confirmed complaint. The expulser was replaced and recalibrated. Unknown cause of event. The device is in good physical condition and passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump fails accuracy -15.95%. No patient adverse events as malfunction occurred during testing.